Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: the gore® excluder® aaa endoprosthesis instructions for use (IFU) provide the following anatomical requirement and warning: the iliac artery should be at least 30mm in length, of which at least 10 mm should have a diameter of less than or equal to 25 mm, a suitable vascular diameter should be more than 10 mm. Do no change the location of the endoprosthesis once it has started to be deployed. [Otherwise, it may end up causing vascular damage or being placed in the wrong location.] Additionally, the IFU states: possible defects and adverse events include: improper component placement, occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® conformable aaa endoprosthesis. Intraoperatively, a contralateral leg endoprosthesis was deployed while pushing up to land in the right common iliac artery but could not be pushed up expectedly and implanted in the right external iliac artery, resulting in coverage of the right internal iliac artery. The contralateral leg endoprosthesis was tried to push up using a balloon catheter but this did not resolve the coverage. As the right internal iliac artery had blood flow from the collateral vessel, no further treatment was performed for the coverage. Reportedly, the patient's right comonn iliac artery was short. The physician reportedly stated as follows: I couldn't push up the contralateral leg endoprosthesis expectedly. It's a pity, but it can't be helped. There is no distal type I endoleak on the right side, and the right internal iliac artery has the collateral flow, so that is good.